Event description:
It was reported that the displayed images on the system 9900 were split. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The image processor circuit board and camera video cable were replaced. The system was tested and found to be working as intended and placed back into service.